Manufacturer narrative:
Information was entered into ethnicity erroneously; this field should be blank since there was no patient involvement. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage screw 07.01702.025 (3.5mmx32mm) was packaged in a bag labeled as 07.01702.027 (3.5mmx34mm). There was no patient involvement.

Manufacturer narrative:
Device evaluation: product was not returned and no photos were provided of the product. Device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to quality or packaging issues at the distribution warehouse under contract with zimvie in japan. DHR review: DHR unable to be reviewed as lot number is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a virage screw 07.01702.025 (3.5mmx32mm) was packaged in a bag labeled as 07.01702.027 (3.5mmx34mm). There was no patient involvement.